Manufacturer narrative:
Product analysis: analysis could not confirm the reported event. It was noted that the battery contacts were contaminated. As a result the battery contacts were cleaned. The device then passed functional testing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the pacing light was always on. The external pulse generator was returned for service. There was no patient involvement.